Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error alarm. The customer's blood glucose level was unknown at the time of the incident. It was reported that the customer had to change the battery every second day and do not get any alerts before. They only receives the message to change battery now. The customer stated that the battery was not previously used. The customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. The device will be returned for analysis.